Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needle there was no insulin flow. The following was received by the initial reporter: verbatim: consumer reported needle clog during priming, stated that there is no insulin flow.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needle there was no insulin flow. The following was recieved by the initial reporter: verbatim: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 04-aug-2023 h6: investigation summary customer returned one loose pen needle inside the metal canister it was reported by the consumer that needle clog during priming, stated that there is no insulin flow. The returned sample was visually examined and observed no damages. Functionality test was performed on needle and observed proper flow of saline through the cannula without any issues. No issues to the needle of any kind were observed and functioned as intended. Hence, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined as the issue is unconfirmed.